Event description:
It was reported that following an ablation procedure, a patient experienced a seizure and bilateral deep vein thrombosis. There were no further patient complications reported in relation to this event.